Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2013 due to the patient having lost vision due to the development of a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: according to the patient`s report, icl was removed five years postoperatively to address loss of visual acuity due to a cataract development. Despite many attempts the dcr was not received from the implanting surgeon, therefore the type of a cataract was unknown. It should be noted that, at the time of the icl implantation, the patient was (B)(6) old and the visian icl, per dfu, is indicated for adults 21-45 of age. Reportedly , one year before this event, the patient was diagnosed with age related macular degeneration( neither caused nor contributed by icl implantation) and was put under the retina specialist observation . Given all this information the most likely cause of the event was patient related factor (age ).the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients). (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).